Event description:
It was reported that pump displayed malfunction message in tandem source, which indicated malfunction on pump. It was reported that the customer experienced an elevated blood glucose (bg) level of 521 mg/dl. The customer had not addressed the elevated bg at the time of report. Technical support identified malfunction as resettable, provided pump reset instructions, assisted customer in resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and to call back if malfunction message appeared again.